Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver (nd) instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the 8mm mega suture cut needle driver (nd) instrument arm broke. The cable was hanging out and unable to be used. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.